Manufacturer narrative:
Correction: h6 annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that prior to the implant procedure, the patient was confused and "a very sick heart failure patient" who had experienced a spontaneous cardiac arrest.

Event description:
It was reported that during the implant procedure, the operating room staff were unable to get an accurate blood pressure reading. The implant was continued and the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were placed. The patient's vital signs dropped and a blood pressure and pulse were not able to be found. A code was called and cardiopulmonary resuscitation (CPR) was initiated for suspected pulseless electrical activity. Subsequently, the leads were dislodged and the patient was resuscitated. The ra, rv, and lv leads were repositioned and the patient's blood pressure began to drop again. While attempting to slit the catheter, the lv lead dislodged. The lv lead was explanted and the physician proceeded to implant an implantable cardioverter defibrillator (ICD) instead. The pocket was closed with staples and the patient coded. Subsequently, CPR dislodged the ra and rv leads. The ra and rv leads displayed intermittent capture at high outputs and a pulse was not found. The patient was resuscitated and admitted to the intensive care unit (ICU). The patient coded and was resuscitated multiple times in the ICU. A temporary pacing wire was placed. Ultimately, the patient coded after a few hours and passed away from a cardiac arrest and asystole.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.